Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis scanning was down, preventing medications from being loaded and returned. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was purged scan codes. A technical support specialist (tss) consulted with product support engineer (pse) and connected to the server, where it was identified that a previously applied knowledge article, med es 1.6 unverified links in barcodes, had purged the scan code table, resulting in missing scan codes. Then tss restored the deleted scan codes successfully and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.